Event description:
A consumer implanted for spinal pain reported that on (B)(6) 2016 ¿they were still having pain and it was hard to put weight on it,¿ but later stated they had no pain relief since implant. It was further reported the permanent therapy didn¿t work like the trial did and that ¿maybe therapy was working, but the programming might not be right since it isn¿t doing what it started out doing.¿ the patient programmer (pp) was then used to confirm the implant was on and set on program one with stimulation at 3.10 which they then increased to 3.30. A follow-up appointment was scheduled with the healthcare provider (hcp) for (B)(6).

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative on (B)(6) 2017. It was reported that the patient had the device explanted on (B)(6) 2017. Per the surgeon, the patient was not happy with the outcome and had no pain relief. It was reported that there were no environmental factors. Reprogramming was done in the office but no other troubleshooting was performed. The issue was resolved at the time of the report. The system was explanted and not replaced. The patient was stated to be alive without injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.